Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Technical support decided to replace the pump, and the customer will continue to use their current pump for backup insulin therapy.